Event description:
Had bard transvaginal mesh and bladder sling implanted in (B)(6) 2007, then had continuous problems with the vaginal mesh ie: pain during intercourse and erosion of mesh in vagina. Then had continual uti's for 7 yrs and no one could ever find out what was causing the uti's so I then went to a urologist and they did a test to look inside my urethra and found that the bard bladder sling had eroded into my urethra. I had surgery on my urethra and had bladder sling removed on (B)(6) 2013. Then I had a voiding cystogram to see if the issue had been fixed. Found out on (B)(6) 2013 that the mesh had caused a fistula into the vagina. I will have further surgeries to put a new sling back in and to repair again my urethra damage. Reason for use: pop; urinary incontinence and vaginal reconstruction.